Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when opening the package, the locator of the angio-seal device was kinked. The patient's physical condition was stable. The operation was finished successfully after using a angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the event description and to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received january 14, 2019: the procedure performed was a coronary intervention via the femoral approach.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 6 fr arteriotomy locator was received for evaluation. The carrier tube assembly, guidewire, locator and the hemostasis sheath were returned as well.visual inspection revealed that there was a deformation identified at the blood inlet hole of the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that off-axis force to the arteriotomy locator may have caused kinking. However, the exact cause of the reported event cannot be definitively determined based on the available information.